Event description:
It was reported that the patient had low flow alarms that the patient reported did not alarm and were not reported on the system controller. Log files were submitted for review an captured the low flow alarms. Additionally, the log files also indicated that the patient cable was providing lower than expected voltage to the system controller. The patient was asleep between 4-6am when the alarms occurred and was asymptomatic. The patient was known to have low flows when bending over but that was not related to this event. It was noted that the patient was sleeping on their side and denies hearing alarms even though the alarms have been loud enough to wake her in the past. The low flows that occurred on (B)(6) 2024 were not registered or displayed on the system controller. Additional log files were submitted for review and indicated that the voltage provided by the patient cable had not yet reached levels that would generate voltage alarms yet, but it was below the expected values. The cause of the low flows was not identified however, the low flows resolved on their own. The patient cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A2 - patient age: corrected manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial: (B)(6) not alarming for low flow was not confirmed. A review of the log file showed data spanning approximately 26 days (B)(6)2024 per timestamps). Throughout the log file, twelve low flow hazard events were flagged when the calculated flow fell below the 2.5 liter per minute threshold; however, these events did not last long enough to progress into an audible/visual alarm. The system controller was not returned for analysis and appeared to be operating as intended throughout the log file. The root cause of the reported event was determined to not be correlated to an issue with the heartmate ii system controller. The device history records was reviewed for the heartmate ii, system controller (serial (B)(6) and was found to have passed all manufacturing and qa specifications. Heartmate ii instruction for use (IFU) section 7: alarms and troubleshooting warns the patient to not twist, kink, or bend the patient cable as it can cause damage and this damage can cause the pump to stop. This section also provides instructions to carefully unravel and straighten any twists, bends, or kinks. Heartmate ii instruction for use (IFU) section 7: alarms and troubleshooting educates the patient on low flow alarms and instructs users how to resolve the alarm. Heartmate ii instruction for use (IFU) section 8: equipment storage and care instructs patient how to take care of the patient cable. The weekly safety checklist in the IFU instructs the patient to inspect the patient cable for damage or wear. It instructs the patient to never use the cable if it shows any signs of damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.